Event description:
Caller reported a minimum fill notification related to their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to remove the pump from its case, clean the pneumatic tap area, and reload the same cartridge. These steps resolved the issue, allowing the caller to successfully load a cartridge onto the pump and resume insulin delivery.